Event description:
Patient reported that the device generated a result of "lo," without having first applied blood, or control solution, to the strip. Patient's blood glucose was not effected and no treatment was received. A request was made for thr return of the suspect product and replacement producte was shipped.